Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and leukocytosis. The blood glucose reading was 388 mg/dl, which was treated with 6.4 units from the insulin pump. The customer stated that he was wearing the insulin pump at the time of admittance. The nurse reported that the customer was unable to eat, had nausea and was vomiting. The customer advised that after admittance, the blood glucose was only being treated through the insulin pump and not the hospital. He was given fluids and medicine via intravenous drip for his nausea and pain. Upon troubleshooting, it was found that the insulin pump worked as designed and passed the high pressure test. During the call, however, the customer noted intermittently responsive keys which took multiple presses to respond. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the displacement test and error alarm test. The device alarmed a different error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform functional test including prime test, occlusion test and excessive no delivery test due to the error alarms. The device was received with intermittent buttons due to moisture damage at keypad traces. The unit was received with cracked case at the display window corners and end cap. The device was received with minor scratched lcd window. The device was received with missing end cap sticker.